Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of output anomaly was confirmed via review of stored electrograms in the laboratory. Analysis found high voltage output circuit damage on the device, consistent with lead damage. This low voltage functionality was tested on the bench and out automated testing equipment. All of the low voltage functions were normal.

Event description:
It was reported that the patient had vf and went to the hospital for reanimation, which was successful. After the event, a warning appeared nothing a possible output circuitry issue. This system was explanted.